Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose level was unknown. The customer reported that the insulin pump had button issue. Customer reported that the button was not responding. Customer was driving at the time of incidence and they were unable to troubleshoot. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.